Event description:
It was reported that the patient received three inappropriate shocks and that there was noise, high pacing impedance, and a lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).